Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the circular seal, trocar and cannula appeared intact. The obturator was received and the stopcock was intact. Functional testing found that the device passed an air leak test and the envelope seal passes however the instrument seal leaked during manual manipulation using a laparoscopic retractor. It was reported that there was a rapid loss of pneumoperitoneum. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the circular seal, trocar and cannula appeared intact. The obturator was received and the stopcock was intact. Functionally, the device passed an air leak test and the envelope seal passes however the instrument seal leaks during manual manipulation using an endo peanut. It was reported that there was rapid loss of pneumoperitoneum caused by device failure. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications.

Event description:
According to the reporter, during laparoscopic hysterectomy, when a device was inserted into the trocar a loss of pneumoperitonium was experienced. The surgeon put up with it and moved on with case. There was no patient injury.